Event description:
Surgeon applied the device on the tissue. The instrument was fired and the surgeon cut the tissue per procedure. Then, surgeon observed that no staples had been placed on the tissue. There was no noted bleeding and the surgeon completed the case by hand suturing the affected area.